Event description:
Customer reports that the lancet inserted in the softclix plus lancet device protrudes beyond the device end-cap. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.